Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training.  CAPA (B)(4) has been opened to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient hooked his driveline on a door and this resulted in a pump stop. No e-faults were logged within the log files. The driveline sheath and strain relief repairs was conducted in the outpatient setting. The patient was not prepped for the procedure and the total pump stop time was 5 seconds.

Manufacturer narrative:
Driveline cable hw832 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the log files and on-site visual inspection, which revealed a vad stop alarm and damage on the driveline outer sheath and strain relief. The vad stop event may indicative of physical disconnection of the driveline from the controller as a result of the force exerted to the driveline by the user. Furthermore, on-site inspection of the driveline cable revealed an outer sheath and strain relief damage which aligns with the reported event. There is no evidence to indicate that the device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the force exerted to the components/connections when the patient hooked his driveline on a door which probably caused a physical disconnection between the driveline and controller triggering a vad stop alarm event. There is no internal investigation relating to this complaint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.